Event description:
Event description guidant received information that during an elective device replacement procedure, this chronic defibrillation lead exhibited ventricular undersensing of induced ventricular fibrillation (vf), and no shock therapy was delivered. Ventricular oversensing was also observed following the episode.